Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken output connector assembly. It was also indicated that the hanger assembly was contaminated and that both display wire were pinched and one of the wires had compromised insulation. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) had a damaged atrial connector. The epg was returned for service. There was no patient involvement.